Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the evis lucera gastrointestinal videoscope presented a blurry image while being used with the evis lucera elite video system center. The subject could not be recognized. Additionally, the angulation on the scope was insufficient. The patient was not under anesthesia. The intended procedure was completed with another scope with a surgical delay of no more than fifteen (15) minutes. No patient injury reported. The scope was used for two (2) procedures a day and was manually cleaned. This report is to capture the reportable malfunction of the blurry image.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported blurry image issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The reported issue of insufficient angulation was confirmed. The angles had play and the angle wire was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the blurry image could not be determined at this time. Olympus will continue to monitor field performance for this device.